Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
An evaluation of the device by maquet is pending. This investigation is on-going and the results will be included in a follow-up report. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4)provides product failure investigation, analysis and resolution for the device described in this report.